Manufacturer narrative:
Customer service replaced the pump for the customer. Should add'l info or the original product be received, resulting in new, changed or corrected info, a f/u report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. "Riordan & wombach, 4th ed. P. 294: breastfeeding and human lactation." Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported low suction with her pump in style breast pump and indicated the she had mastitis over the past week and has been on antibiotics.